Event description:
The syringe is included in the anesthesia tray. Volume measurement markings were not affixed appropriately, lines were fuzzy and no volume indicators were present (i.e.: no label next to lines to indicate actual volume).